Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that on (B)(6) 2022, during a scoliosis correction surgery involving multiple viper cfx screws (19) and a single expeduim uniplanar screw. The persuasion and derotation maneuvers were performed onto the cfx screws with viper3d systems and onto the expedium uniplanar screw with the help of a flex clip system. When the ad-hoc derotation was performed, the surgeon final-locked all screws with the appropriate torque-limiting handle. Since this customer already encountered multiple issues where uniplanar screws were not strongly holding on the rod, thus rotating in an axial plane around the rod, the customer checked the attachment stiffness of the uniplanar screw to the rod (after the torque locking). The customer then pushed the flex clip medically and the uniplanar screw consequently turned in an axial plane as already encountered in a couple of other surgeries. This report involves one (1) expedium spine system clip-on red. Dev w/ dovetail 5.5mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter address line 1: (B)(6). Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.